Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 348408) was examined visually under magnification. Torsional fracture patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis. The broken driver measured 2.6995" long, which indicated the fracture occurred approximately .0505" inches from the end of the driver. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Increased resistance could have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery while the surgeon was inserting the locking screw the driver tip broke. The surgeon was able to remove the broken piece and therefore it was not left in the patient's body. The surgery was completed with no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00069 for the screw involved in this event.